Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial at the cement to implant interface. Depuy cement manufacturer was used. Doi: (B)(6) 2015; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e3 initial reporter occupation: lawyer. Added: a2 (birth date), b5, b7, d2b, d4 (procde,lot,UDI,expiration), d10, g4, h4 and h6 (patient). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1, d1, d2, e1, e2, g1, g2 and h6 (patient). Replaced surgical intervention with device revision or replacement.

Event description:
In addition to the previously reported adverse symptoms, the patient was also experiencing the following prior to right knee revision on (B)(6) 2018: pain, walking difficulty, popping sensation, infection, and effusion. All components were revised during the revision. It is indicated the same femoral component was re-used. Also, the primary sticker was reviewed and showed two depuy cement products were used during the primary operation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a previous DHR (device history record) review (B)(4) did not reveal any related manufacturing deviations or anomalies on the reported lot number (7915796).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.